Event description:
It was reported that the ilet pump battery depleted after the user forgot to charge the device, and the caller asked whether any data would be lost. Symptoms included no injury or adverse physiological effects. Outcomes included no clinical impact and no medical intervention. Investigation included a customer interview and device-use assessment conducted by support, with education provided on charging practices and data retention. Investigation of this case revealed that the pump behaved as designed with expected low-battery and very-low-battery depletion, and that device data retention persists for a period after battery depletion when recharged within the typical timeframe. It was concluded, based on previously established findings for similar reports, that the cause was user charging oversight with device performance consistent with design.